Manufacturer narrative:
Per product evaluation, black material was observed within the fluid path of the IV tubing during priming before use. The particulate did not move during 5 minutes of continuous flushing. The particulate was sent to chemistry for evaluation. Per the chemistry study, the ir spectrum of the unknown material showed similar absorption characteristics when comparing to polyvinyl chloride (pvc) like material, which is what the tubing is made of.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. Lot number was not provided, therefore review of the manufacturing records could not be completed. A supplemental report will be forthcoming with the evaluation when received.

Event description:
It was reported that an unknown black material was observed within the fluid path of the IV tubing during priming. Therefore, the kit was replaced. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
We received one 90cm pressure tubing for examination. The flotrac sensor and IV set were not returned. The reported event of ¿an unknown black material was observed within the fluid path¿ was confirmed. An unknown brown particulate, about 1 mm x 0.5mm in size, was found attached to the inner wall of the pressure tubing. The particulate was attached to the tubing surface and did not move during 5 minutes of continuous flushing. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A supplemental report will be forthcoming with the chemistry results when received. With pressure tubing sets, it is common clinical practice to inspect all product before use and check for air or particulates while priming the line. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.